Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a prestataire that the patient¿s blood glucose was 123 mg/dl, and they experienced "difficulty inserting the cannula/mechanism problem." No further information was provided. Duration of pod use and treatment were not reported.